Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was unknown. It was reported the pain pump failed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.